Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that she woke up in the middle of the night with a really high blood glucose. Customer stated that the act button would not work and she had a button error alarm on the insulin pump. Customer cleared the alarm but act button was not working. Customer's blood glucose was 382 mg/dl and she injected to treat her high blood glucose. Customer stated that she wears the pump in her bra and was using a belt clip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.